Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined, the converter was corroded, and the fuse was broken due to foreign material. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the high flow insufflation unit couldn¿t be turned on during preparation for use. The unspecified diagnostic procedure was completed using a similar device. There was no report of a delay or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A definitive root cause for this issue was not established. However, the cause of the issue occurred because of a broken fuse and faulty converter. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instruction manual provides the following: ¿storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter. Store the equipment in a place not exposed to direct sunlight by avoiding exposure to high temperature, high humidity or water splashes.¿ olympus will continue to monitor field performance for this device.